Event description:
The issue occurred during preparation for use prior to an unspecified therapeuitc procedure. The intended procedure was completed using a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, it was found that there was a scope data error. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely water or moisture may have intruded into the endoscope, and the moisture may have broken the image sensor unit or the circuit board in the endoscope connector. The event can be detected/prevented by following the instructions for use which state: instructions for ltf-s190-5 opeation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿inspection of the endoscopic image¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the deflectable videoscope was not displaying an image and it cannot be restored. The issue was found during inspection for use. There was no patient involvement.